Manufacturer narrative:
According to the investigation, incorrect tightening marks were observed, and a connection issue is suspected. The investigation is still ongoing. The final report will be provided as soon as it will be available in the next MDR.

Event description:
Reportedly, following the initial implantation with a vega 58 rv lead (B)(6) 2022), the patient presented with persistent noise on the ventricular channel as of (B)(6) 2025. Despite the replacement of the rv lead with a medtronic 3830 selectsecure (implanted in the left bundle branch on (B)(6) 2025) and reconnection to the alizea (B)(6) pacemaker, abnormal electrical behavior persisted. By (B)(6), noise on the rv channel remained, with elevated unipolar pacing thresholds (2v/0.35ms) and an impedance of 604 ohms. Two days later, on (B)(6), the rv egm was flat, with impedance exceeding 3000 ohms in unipolar mode, while the threshold remained unchanged. Due to persistent of abnormal electrical values, a medical decision was made to explant both the rv lead (the medtronic) and the pacemaker on (B)(6) 2025 and to implant a new system.

Manufacturer narrative:
According to the investigation, incorrect tightening marks were observed, and a connection issue is suspected. Please find the final report enclosed

Event description:
Reportedly, following the initial implantation with a vega 58 rv lead ((B)(6) 2022), the patient presented with persistent noise on the ventricular channel as of (B)(6) 2025. Despite the replacement of the rv lead with a medtronic 3830 selectsecure (implanted in the left bundle branch on (B)(6) 2025) and reconnection to the alizea 109gb2f7 pacemaker, abnormal electrical behavior persisted. By (B)(6) noise on the rv channel remained, with elevated unipolar pacing thresholds (2v/0.35ms) and an impedance of 604 ohms. Two days later, on (B)(6), the rv egm was flat, with impedance exceeding 3000 ohms in unipolar mode, while the threshold remained unchanged. Due to persistent of abnormal electrical values, a medical decision was made to explant both the rv lead (the medtronic ) and the pacemaker on (B)(6) 2025 and to implant a new system.